Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer had tried to rewind the insulin pump and took the battery out. The customer¿s blood glucose level during the incident was 267 mg/dl. The customer¿s current blood glucose level was 429 mg/dl. The customer had treated their blood glucose with the insulin pump. Troubleshooting was performed and insulin exited without incident. The customer was advised to monitor and call back if needed. The customer treated their high blood glucose with a shot. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).